Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver took the charge and booted up. The receiver logs were downloaded for review. During log review, "shutdown receiver" at high battery capacity was displayed in receiver log within the investigation window. The receiver functional test was performed and it passed. The receiver case was opened for an interior inspection. A defective battery and cracked solder on ic chip pins was found. The reported event that the receiver ceased to function was confirmed. The root cause was determined to be a defective receiver battery.